Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Root cause: a root cause assessment was performed for the hypotension. Based on the available information a definitive root cause could not be determined. Hypotension are common side effects of therapeutic apheresis procedures. They are typically caused by the patient's disease state, the rate of ac infusion, the length of the procedure, the patient's sensitivity to the procedure and/or the hemodynamic stress of the procedure.

Event description:
The customer called terumo bct customer support after pausing a platelet depletion procedure because the patient had a drop in blood pressure. The customer wanted to know if they could continue to use the disposable set. The customer said the patient received a bolus of normal saline because their blood pressure dropped. The patient was stable after, but the customer wanted to continue the run and didn't know if they could continue to use the disposable set. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer called terumo bct customer support after pausing a platelet depletion procedure because the patient had a drop in blood pressure. The customer wanted to know if they could continue to use the disposable set. The customer said the patient received a bolus of normal saline because their blood pressure dropped. The patient was stable after, but the customer wanted to continue the run and didn't know if they could continue to use the disposable set. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension. Investigation is in process, a follow-up report will be provided.

Event description:
The customer called terumo bct customer support after pausing a platelet depletion procedure because the patient had a drop in blood pressure. The customer wanted to know if they could continue to use the disposable set. The customer said the patient received a bolus of normal saline because their blood pressure dropped. The patient was stable after, but the customer wanted to continue the run and didn't know if they could continue to use the disposable set. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.